Manufacturer narrative:
This report is submitted on july 20, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to improper placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 29, 2024.